Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported blood leak remains unknown.

Event description:
During an atrial fibrillation procedure, a blood leak was noted from the hemostasis valve. The sheath was inserted into the right atrium, and shortly after septal puncture, it was noted that blood slowly flowed out of the hemostasis valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.